Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.

Event description:
On (B)(6) 2010, consumer stated a tampon pulled apart as she attempted to remove the tampon from her body. On (B)(6) 2010, consumer's doctor removed a piece of tampon that remained inside her and prescribed an antibiotic.